Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, while suturing, the needle came off from the suture. The rest of the suture was used to complete the case. There was no patient injury in this event.